Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 01:13:48. During night drain cycle five, the patient's ultrafiltration reading was 1296ml, indicating the home patient (hp) drained 1296ml more than their maximum programmed fill volume of 2000ml. No additional information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This is an ancillary service event opened during investigation of (B)(4). The increased intra peritoneal volume (iipv) event was identified in the event history log review. The cause was determined to be one or more cycle advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.